Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm x 154 mm abdominal aortic aneurysm. The proximal neck diameter was 17mm, the distal neck diameter was 21mm, and the length was 15mm. Percutaneous approach was performed with ultra sound of the left contralateral limb. It was reported that delivery, deployment, removal of the left contralateral limb was difficult and the delivery system was pushed several times. The cause of delivery difficulty was that the guide wire was accidentally inserted into one of the suprarenal stents which encroached on the outside of suprarenal stent, which caused the tip of the contralateral limb to get stuck on the suprarenal stent of the bifurcated stent during cannulation. The final angiography showed that left renal artery had slow blood flow and ballooning was attempted. This was not successful and the left renal artery was occluded. Ivus was performed for evaluation. Angiography showed the left renal artery was covered by the proximal portion of the stent graft. No further intervention was performed and the decision was made to monitor the patient. No additional clinical sequelae were reported. The physician commented that the tip of the contralateral limb pushed the suprarenal stent, which might have caused the stent graft to move upwards and cover the renal artery. Or the patient originally had many a lot of thrombi, which might have occluded the renal artery.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulty); caused by another drug/device (guide wire); failure to follow instructions (guide wire inserted into the suprarenal stent). Conclusion: known inherent risk of a procedure (removal difficulty); another device caused failure (guide wire); use error caused or contributed to the event (guide wire inserted into the suprarenal stent). (B)(4).